Event description:
It was reported by service report that the head-end right and left siderails were damaged with sharp edges beyond repair, due to impact damages. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: damaged siderail panels with sharp edges and possible fluid ingress.